Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/migration of essure device location of device: uterine cavity"), fallopian tube perforation ("perforation (fallopian tube(s)).") And device breakage ("wire fragments/ three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm two of the thin' wires contain small segments of a coiled pattern") in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In june 2017, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In july 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2017, 5 years after insertion of essure, the patient experienced pelvic pain ("pelvic pain/pain"). In august 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with medroxyprogesterone (depo provera), ketorolac tromethamine (toradol), vicodin (norco), naproxen, nystatin, surgery (hysterectomy and bilateral salpingectomy (removal of fallopian tubes)).essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, insomnia, menstrual disorder, menorrhagia, vaginal haemorrhage, vaginal infection, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, insomnia, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: loops of spring visible after application, on the left side 5. On the right side 3. Diagnostic results: transvaginal ultrasound: uterus: bilateral essure are seen apparently correctly positioned. Impression: considerable shrinkage of the endometrial lining since her d&c. Pelvis CT: bilateral essure devices are identified in the expected location. Irregularly contoured rim hyperemic cyst or follicle the left ovary. CT exam of (B)(6) 2017. Transabdominal scan: the uterus appears mildly enlarged measuring 13.1 cm in length by 7.9 cm transverse and 5.7 cm ap. Transvaginal scan: the essure devices were again noted in both uterine cornual regions. CT scan and pelvic ultrasound: fibroid uterus and probable benign ovarian cysts physical examination was significant for uterine tenderness. (B)(6) 2017, surgical pathology: diagnosis: removal of essure coils: foreign material consisting of metallic coils, and wire fragments. Pre and post operative diagnosis: menorrhagia with irregular cycle, lower abdominal pain. Gross description: received in formalin in a single container labeled. "Bilateral essure coils" and labeled with the patient's name are two spring-like metallic coils each measuring 2.2 cm in length, and three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm. Two of the thin' wires contain small segments of a coiled pattern. (B)(6) 2017, CT of abdomen and pelvis: CT pelvis: the uterus contains an enhancing myometrial mass measuring 4.4 centers likely representing a fibroid. There is a right ovarian cyst measuring 3.6 cm and demonstrating intermediate density, likely hemorrhagic. The left ovary is grossly normal. Bilateral tubal occlusion devices noted on the prior exam are no longer seen. However, there is a punctate metallic density in the mid uterus. Musculoskeletal: bilateral tubal occlusion devices are not seen on today's exam, consistent with interval laparoscopic salpingectomy but there is a suspected tiny retained metallic fragment within the uterine cavity. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/migration of essure device location of device: uterine cavity"), fallopian tube perforation ("perforation (fallopian tube(s)).") And device breakage ("wire fragments/ three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm two of the thin' wires contain small segments of a coiled pattern") in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2017, 5 years after insertion of essure, the patient experienced pelvic pain ("pelvic pain/pain"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with medroxyprogesterone (depo provera), ketorolac tromethamine (toradol), vicodin (norco), naproxen, nystatin, surgery (hysterectomy and bilateral salpingectomy (removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, insomnia, menstrual disorder, menorrhagia, vaginal haemorrhage, vaginal infection, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, insomnia, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: loops of spring visible after application, on the left side 5. On the right side 3. Diagnostic results: transvaginal ultrasound: uterus: bilateral essure are seen apparently correctly positioned. Impression: considerable shrinkage of the endometrial lining since her d&c. Pelvis CT: bilateral essure devices are identified in the expected location. Irregularly contoured rim hyperemic cyst or follicle the left ovary. CT exam of (B)(6) 2017. Transabdominal scan: the uterus appears mildly enlarged measuring 13.1 cm in length by 7.9 cm transverse and 5.7 cm ap. Transvaginal scan: the essure devices were again noted in both uterine cornual regions. CT scan and pelvic ultrasound: fibroid uterus and probable benign ovarian cysts physical examination was significant for uterine tenderness. (B)(6) 2017, surgical pathology: diagnosis: removal of essure coils: foreign material consisting of metallic coils, and wire fragments. Pre and post operative diagnosis: menorrhagia with irregular cycle, lower abdominal pain. Gross description: received in formalin in a single container labeled. "Bilateral essure coils" and labeled with the patient's name are two spring-like metallic coils each measuring 2.2 cm in length, and three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm. Two of the thin' wires contain small segments of a coiled pattern. (B)(6) 2017, CT of abdomen and pelvis: CT pelvis: the uterus contains an enhancing myometrial mass measuring 4.4 centers likely representing a fibroid. There is a right ovarian cyst measuring 3.6 cm and demonstrating intermediate density, likely hemorrhagic. The left ovary is grossly normal. Bilateral tubal occlusion devices noted on the prior exam are no longer seen. However, there is a punctate metallic density in the mid uterus. Musculoskeletal: bilateral tubal occlusion devices are not seen on today's exam, consistent with interval laparoscopic salpingectomy but there is a suspected tiny retained metallic fragment within the uterine cavity. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Events per pfs: depression, mental anguish and essure confirmation test not done. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/migration of essure device location of device: uterine cavity"), fallopian tube perforation ("perforation (fallopian tube(s)).") And device breakage ("wire fragments/ three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm two of the thin' wires contain small segments of a coiled pattern") in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Medical conditions: transvaginal scan: the essure devices were again noted in both uterine cornual regions. Concurrent conditions included uterine leiomyoma and hypertension. Concomitant products included cefalexin (keflex), paracetamol (acetaminophen), promethazine and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/pain"), 5 years after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), naproxen, nystatin and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy and bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, insomnia, menstrual disorder, vaginal infection, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown, the pelvic pain had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, insomnia, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: loops of spring visible after application, on the left side 5. On the right side 3. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: the uterus appears mildly enlarged measuring 13.1 cm in length by 7.9 cm transverse and 5.7 cm ap. Computerised tomogram pelvis - on an unknown date: bilateral essure devices are identified in the expected location. Irregularly contoured rim hyperemic cyst or follicle the left ovary.; on (B)(6) 2017: the uterus contains an enhancing myometrial mass measuring 4.4 centers likely representing a fibroid. There is a right ovarian cyst measuring 3.6 cm and demonstrating intermediate density, likely hemorrhagic. The left ovary is grossly normal. Bilateral tubal occlusion devices noted on the prior exam are no longer seen. However, there is a punctate metallic density in the mid uterus. Musculoskeletal: bilateral tubal occlusion devices are not seen on today's exam, consistent with interval laparoscopic salpingectomy but there is a suspected tiny retained metallic fragment within the uterine cavity.. Pathology test - on (B)(6) 2017: removal of essure coils: foreign material consisting of metallic coils, and wire fragments. Pre and post operative diagnosis: menorrhagia with irregular cycle, lower abdominal pain.. Ultrasound pelvis - on an unknown date: fibroid uterus and probable benign ovarian cysts physical examination was significant for uterine tenderness.. Ultrasound scan vagina - on an unknown date: bilateral essure are seen apparently correctly positioned. Impression: considerable shrinkage of the endometrial lining since her d&c.. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Outcome of event abnormal bleeding was updated. Concomitant drugs and concomitant disease were added. Fu 4 and 5 processed together. On (B)(6) 2018: fu 4 and 5 processed together. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), menstrual disorder ("menstruation issues") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, insomnia, menstrual disorder and pelvic pain outcome was unknown. The reporter considered insomnia, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/migration of essure device location of device: uterine cavity"), fallopian tube perforation ("perforation (fallopian tube(s)).") And device breakage ("wire fragments/ three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm two of the thin' wires contain small segments of a coiled pattern") in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with medroxyprogesterone (depo provera), ketorolac tromethamine (toradol), vicodin (norco), naproxen, nystatin, surgery (hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, insomnia, menstrual disorder, menorrhagia, vaginal haemorrhage, vaginal infection, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, insomnia, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: loops of spring visible after application, on the left side 5. On the right side 3. Diagnostic results: transvaginal ultrasound: uterus: bilateral essure are seen apparently correctly positioned. Impression: considerable shrinkage of the endometrial lining since her d&c. Pelvis CT: bilateral essure devices are identified in the expected location. Irregularly contoured rim hyperemic cyst or follicle the left ovary. CT exam of (B)(6) 2017. Transabdominal scan: the uterus appears mildly enlarged measuring 13.1 cm in length by 7.9 cm transverse and 5.7 cm ap. Transvaginal scan: the essure devices were again noted in both uterine cornual regions. CT scan and pelvic ultrasound: fibroid uterus and probable benign ovarian cysts physical examination was significant for uterine tenderness. (B)(6) 2017, surgical pathology: diagnosis: removal of essure coils: foreign material consisting of metallic coils, and wire fragments. Pre and post operative diagnosis: menorrhagia with irregular cycle, lower abdominal pain. Gross description: received in formalin in a single container labeled. "Bilateral essure coils" and labeled with the patient's name are two spring-like metallic coils each measuring 2.2 cm in length, and three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm. Two of the thin' wires contain small segments of a coiled pattern. (B)(6) 2017, CT of abdomen and pelvis: CT pelvis: the uterus contains an enhancing myometrial mass measuring 4.4 centers likely representing a fibroid. There is a right ovarian cyst measuring 3.6 cm and demonstrating intermediate density, likely hemorrhagic. The left ovary is grossly normal. Bilateral tubal occlusion devices noted on the prior exam are no longer seen. However, there is a punctate metallic density in the mid uterus. Musculoskeletal: bilateral tubal occlusion devices are not seen on today's exam, consistent with interval laparoscopic salpingectomy but there is a suspected tiny retained metallic fragment within the uterine cavity. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as device breakage, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, migration of essure device location of device: uterine cavity clubbed with migration/perforation, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)). Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/migration of essure device location of device: uterine cavity'), fallopian tube perforation ('perforation (fallopian tube(s)).') And device breakage ('wire fragments/ three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm two of the thin' wires contain small segments of a coiled pattern') in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included fibroids, benign ovarian cyst, uterine enlargement, menometrorrhagia and uterine myoma. Transvaginal scan: the essure devices were again noted in both uterine cornual regions. Previously administered products included for an unreported indication: iud nos from 2008 to (B)(6) 2017. Concurrent conditions included uterine leiomyoma and hypertension. Concomitant products included amlodipine besilate (norvasc), cefalexin (keflex), paracetamol (acetaminophen), promethazine and sulfamethoxazole;trimethoprim (bactrim). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6)2017, the patient experienced pelvic pain ("pelvic pain/pain"), 5 years after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), naproxen, nystatin and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy and bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, insomnia, menstrual disorder, vaginal infection, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown, the pelvic pain had resolved and the heavy menstrual bleeding and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, insomnia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: loops of spring visible after application, on the left side 5. On the right side 3. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: the uterus appears mildly enlarged measuring 13.1 cm in length by 7.9 cm transverse and 5.7 cm ap.. Computerised tomogram pelvis - on an unknown date: bilateral essure devices are identified in the expected location. Irregularly contoured rim hyperemic cyst or follicle the left ovary.; on (B)(6)2017: the uterus contains an enhancing myometrial mass measuring 4.4 centers likely representing a fibroid. There is a right ovarian cyst measuring 3.6 cm and demonstrating intermediate density, likely hemorrhagic. The left ovary is grossly normal. Bilateral tubal occlusion devices noted on the prior exam are no longer seen. However, there is a punctate metallic density in the mid uterus. Musculoskeletal: bilateral tubal occlusion devices are not seen on today's exam, consistent with interval laparoscopic salpingectomy but there is a suspected tiny retained metallic fragment within the uterine cavity.. Pathology test - on (B)(6)2017: removal of essure coils: foreign material consisting of metallic coils, and wire fragments. Pre and post operative diagnosis: menorrhagia with irregular cycle, lower abdominal pain.. Ultrasound pelvis - on an unknown date: fibroid uterus and probable benign ovarian cysts physical examination was significant for uterine tenderness.. Ultrasound scan vagina - on an unknown date: bilateral essure are seen apparently correctly positioned. Impression: considerable shrinkage of the endometrial lining since her d&c.. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage, pelvic pain, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/migration of essure device location of device: uterine cavity'), fallopian tube perforation ('perforation (fallopian tube(s)).') And device breakage ('wire fragments/ three separately, received thin metallic wires which range in size from 3.0 cm, to 17.5 cm two of the thin' wires contain small segments of a coiled pattern') in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included fibroids, benign ovarian cyst, uterine enlargement, menometrorrhagia and uterine myoma. Transvaginal scan: the essure devices were again noted in both uterine cornual regions. Previously administered products included for an unreported indication: iud nos from 2008 to (B)(6) 2017. Concurrent conditions included uterine leiomyoma and hypertension. Concomitant products included amlodipine besilate (norvasc), cefalexin (keflex), paracetamol (acetaminophen), promethazine and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/pain"), 5 years after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), insomnia ("insomnia") and menstrual disorder ("menstruation issues"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), naproxen, nystatin and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy and bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, insomnia, menstrual disorder, vaginal infection, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown, the pelvic pain had resolved and the heavy menstrual bleeding and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, insomnia, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: loops of spring visible after application, on the left side 5. On the right side 3. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: the uterus appears mildly enlarged measuring 13.1 cm in length by 7.9 cm transverse and 5.7 cm ap.. Computerised tomogram pelvis - on an unknown date: bilateral essure devices are identified in the expected location. Irregularly contoured rim hyperemic cyst or follicle the left ovary.; on (B)(6) 2017: the uterus contains an enhancing myometrial mass measuring 4.4 centers likely representing a fibroid. There is a right ovarian cyst measuring 3.6 cm and demonstrating intermediate density, likely hemorrhagic. The left ovary is grossly normal. Bilateral tubal occlusion devices noted on the prior exam are no longer seen. However, there is a punctate metallic density in the mid uterus. Musculoskeletal: bilateral tubal occlusion devices are not seen on today's exam, consistent with interval laparoscopic salpingectomy but there is a suspected tiny retained metallic fragment within the uterine cavity.. Pathology test - on (B)(6) 2017: removal of essure coils: foreign material consisting of metallic coils, and wire fragments. Pre and post operative diagnosis: menorrhagia with irregular cycle, lower abdominal pain.. Ultrasound pelvis - on an unknown date: fibroid uterus and probable benign ovarian cysts physical examination was significant for uterine tenderness.. Ultrasound scan vagina - on an unknown date: bilateral essure are seen apparently correctly positioned. Impression: considerable shrinkage of the endometrial lining since her d&c.. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage, pelvic pain, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information and patient's medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.